Event description:
It was reported that the pump battery could intermittently not be charged. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.